Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stall was not determined. The device was reprogrammed, the hcp called the manufacturer, and no other suggestions were provided. The motor stall had not resolved and it had intermittently come and gone. Explant was scheduled for (B)(6) 2018 and the pump was still in "on mode". No further issues were reported or anticipated.

Manufacturer narrative:
Analysis identified residue in the motor gear train that contributed to the motor stall. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. The patient usually took 10mg of oral baclofen each night; when the hcp verified the alarms he had increased the oral baclofen to 10mg 4 times a day. It was reported that the pump was replaced on (B)(6)2018 due to intermittent alarms beginning on (B)(6)2018. No environmental, external, or patient factors were reported to have caused this issue. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 500 mcg/ml baclofen at 340.39 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at the initial interrogation and was active. No symptoms were reported. The event date was noted to be (B)(6) 2018. No further issues were reported or anticipated.